Manufacturer narrative:
The reported issue of the autopulse displayed ua07 (discrepancy between load 1 and load 2 too large) error message was confirmed through functional testing and in the archive review. The root cause of the issue was due to defective load cell module 2. Visual inspection was performed and noted no damage upon receipt. Archive review showed ua07 error messages on the reported event date. Initial functional testing failed due to ua07 error message displayed upon powering up the device therefore confirming the reported complaint. The issue was attributed to a defective load cell module 2. The defective load cell was replaced to resolve the issue. Once replaced, load cell characterization testing was performed and both load cells passed testing. The autopulse passed the final functional testing with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse displayed ua07 (discrepancy between load 1 and load 2 too large) error message upon powering up. Biomed stated that he tried pulling up the lifeband and resets the platform however was unsuccessful and was not able to resolve the issue. No patient involvement was reported.